Manufacturer narrative:
MDR./ initial 6 of 9. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set tubing blockage issues event on 10 apr 2026,12 apr 2026, 15 apr 2026, 17 apr 2026, 20 apr 2026, 23 apr 2026, 27 apr 2026, 29 apr 2026 and 03 may 2026.